Manufacturer narrative:
The device was found loaded into a headway 17 microcatheter, where a portion of the implant was found deployed out from the catheter tip. The distal portion of the implant showed some damage, but was mainly still intact. X-ray was performed on the catheter. However, examining proximally along the catheter, the implant was observed to be stretched. X-ray indicates the proximal end of the implant is close to the distal tip of the pusher. X-ray of pusher body coil did not indicate any notable damage. The returned microcatheter did have a slightly damaged section. The device was advanced out of the distal end of the microcatheter in order to observe if the implant was detached. The implant was successfully advanced out and the implant was observed still attached to the pusher. No signs of thermal damage were present on the device. The implant was confirmed stretched. The reported complaint is unconfirmed. The investigation of the returned coil system found the implant to be attached to the pusher with no signs of activation using a detachment controller. The implant was found to be stretched, which is an indication of the implant experiencing excessive tensile/traction forces. The returned microcatheter was found to be slightly damaged, which may have resulted in increased friction with the coil, but it cannot be determined when and how the microcatheter became damaged.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during repositioning of the third embolization coil in an internal carotid artery aneurysm, the coil became stuck and detached in the microcatheter. The coil was removed in its entirety together with the microcatheter from the patient. There was no reported patient injury.